Event description:
The end of the t15 sheared off in a patient while being used to extract a plate. Per additional information, the broken fragment was not left in the patient. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Our investigation has shown that the end of the screwdriver sheared off as complained. It is visible that the stardrive was extremely twisted before it broke. This is an indication that too much, far over the calculated design, torque was applied onto this device and that a mechanical overload caused the breakage. The present screwdriver was analyzed for conformance to print specifications as well as the device history records was researched, and no abnormal findings were identified.